Manufacturer narrative:
(B)(4). Date sent: 11/7/2023 d4: batch #402c91 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx30b device arrived with no apparent damaged and with a reload loaded on the device and a second reload (b) present. Both reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: before firing, check to ensure the retaining pin is seated in the anvil. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. Insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. Check that the reload is held firmly within the jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 402c91, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the pin automatically or manually placed? Was it confirmed that the pin was seated properly placed in anvil hole prior to device closure? Can you describe in more details by ¿staples were not propeller b shaped¿? What tissue was being fired upon? What procedure was being performed? Was the patient post op care altered in any way due to the alleged device deficiency? What was the surgeons experience with the device?

Manufacturer narrative:
(B)(4). Date sent: 10/9/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there a change in the procedure? If yes, please explain. Could you please clarify if there were any patient consequences? Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the reload that comes with the stapler was not installed properly and the surgeon couldn¿t deploy the staples. A new reload was installed but when fired, the staples weren¿t properly  b shaped . The surgeon had to mobilize extra organs and proceeded with an ileo-caecal resection.